Event description:
It was reported that during a use after the AED mode issued a 'no shock advised' recommendation, the responders wanted to activate the device's manual mode functionality since they thought the rhythm was shockable but were not able to do so. The report concluded that the facility already determined that they needed to check each device (since manual mode capability must be configured outside of a use situation) and provide instruction/training to their personnel for using the manual mode functionality.

Manufacturer narrative:
The device or its internal memory file have not been returned for eval and details regarding the event are unk. There is no info suggesting that the device malfunctioned. The device may not have been configured for manual mode operation and/or the responders did not know how to access the manual mode. Either way, this event is being filed as user error since the pt did not survive even though the report said that the victim would not likely to have survived because of other medical conditions.